Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there was no failure detected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 15-20 minutes. It was reported that when the passive planar was orientated a specific way to get access to the disk space, the 3d cad model would disappear in trajectory 1 view. It stayed it trajectory 2 views. The site did have the black suretrak calibrated with an instrument and added to the procedure. The passive planar was still actively navigating while the cad model was invisible. The surgeon proceeded with navigation to finish the case. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.